Event description:
A malfunction was reported with a displayed error of "malf 12." The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to reach out again if the issue reappears, which the customer understood.